Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged te pad/sensing electrode) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The cause for failure was isolated to the wires in the ECG cable were shorted. The root cause for the shorted wires could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's te pad and sensing electrode was damaged.